Event description:
It was reported that there was a "turbovent 2 failure"-alarm. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file was analyzed. On the reported date of event it shows a continuous increase of peak pressure with unchanged ventilation parameters which indicates an increase of lung compliance. Subsequently the ventilator was no longer able to apply the set tidal volume before reaching set pmax and alarmed tidal volume not achieved. The blower heated up that whereby the integrated temperature monitoring system switched off the blower. The device alarmed turbovent 2 failure and temperature of turbovent 2 blower module high. In the case of a turbovent 2 failure automatic ventilation is no longer possible and the corresponding alarm is given. Fresh gas dosage and manual ventilation remains available. The returned pba blower a500 and blower unit m3 were assembled to a lab device and tested for several weeks without showing any of the reported symptoms. The logfile review revealed no clear indications for a technical malfunction. There are no similar cases known related to excessive heating leading to the turbovent2 failure. Thus, the case can be assessed as single event.

Event description:
It was reported that there was a "turbovent 2 failure"-alarm. There was no patient injury reported.